Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. While on support, the device exhibited low purge flow and subsequent high purge pressure alarm. It was discovered that the patient was not administered heparin, and the customer was aware that heparin should be left in the purge while on impella support, the medical staff administered the patient with argatroben to help resolve the issue. The physician decided to explant the device early as a precaution. There was no reported harm to the patient and the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, a review of the data logs found the following: after the removal of heparin from the purge system the purge pressure began to gradually rise. The root cause of the high purge pressure was most likely biomaterial buildup due to the lack of heparin. Clinical details provided were sufficient to determine a root cause. The cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.